Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an increase in hv lead impedance measurements were observed over the past three years. All measurements were in normal range during in-clinic testing. Further testing was recommended. No further information available.